Event description:
Customer received a result of 6.2 mmol/l on the mobile system, and results of 3.1 mmol/l and 3.7 mmol/l on the compact plus system within 10 minutes. Low blood glucose symptoms were reported with these results. The customer self-treated with orange juice. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 20807942, expiration date 11/30/2014). Reference medwatch report with (B)(6) for the suspect device used in the mobile system.